Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and remote communicator exhibited a red light on the communicator, indicating a possible issue with the device. It was later noted that the device exhibited a battery depletion (bd) error code. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis showed that the battery voltage recovered after the magnet was removed and that this was expected device operation. Technical services (ts) discussed that the device would exhibit tones until the device was interrogated. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.